Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 55-year-old male was implanted with an impella cp and the patient developed a large hematoma at the left insertion site that was noted prior to the completion of the coronary artery bypass grafting. The physician removed the impella post CABG completion and a surgical closure was performed.